Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, during a crt implant procedure, two catheters were bent, damaged and not used. When the third catheter was inserted to find the coronary sinus, the left ventricular lead was difficult to fix. Due to the special condition of the patient, pacing is required. The physician tried to use dual chamber pacemaker, but the atrial lead and the ventricular lead were difficult to reach the proper position. The physician will use epicardial lead in the next week. No adverse consequences reported on the patient.

Event description:
New information notes that the issue of this procedure was due to the patient's vascular malformation. There was nothing wrong with the crt that was attempted to implant. The patient condition is stable and the patient has been discharged from the hospital.

Manufacturer narrative:
Analysis was normal. No anomalies were found.